Manufacturer narrative:
(B)(4). Physio-control evaluated the device. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported that during a patient event, the device gave a "connect electrodes" message following a successful defibrillation shock delivery. The customer then started CPR and changed out the defibrillation electrodes with a second set. When the customer was able to successfully deliver a second defibrillation shock, after the shock they observed the same "connect electrodes" message again. The customer then continued CPR until the county ems arrived and took over patient care. The ems department connected their device with a new set of defibrillation electrodes and successfully was able to deliver three (3) additional defibrillation shocks. It was reported that the patient was delivered to the local hospital; however, their condition was not reported. It is unknown if the patient suffered any adverse effect as a result of the reported failure.

Manufacturer narrative:
The initial medwatch report should have indicated (B)(6) year old male. (B)(4). . The initial medwatch report indicates: physio-control evaluated the device. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA. The initial medwatch report should indicate: physio-control evaluated the device and was unable to verify the reported failure. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported failure could not be determined.